Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterior descending artery (pda). After a 2.25 x 38 synergy drug-eluting stent was placed in the right coronary artery pda, a 3.00 x 16 synergy drug-eluting stent was advanced and placed in the proximal side but it failed to cross the lesion. They tried to performed the parallel wire and anchor technique but it also unable to cross the lesion. When the device was removed from the patient's body, it was noticed that the stent strut at distal part of the stent was deformed and lifted. A 2.5 x 16 synergy stent was placed and the procedure was completed. No patient serious injury or adverse event were reported.